Event description:
An end user reported that an ac power jumper cord on a remstar heated humidifier device was physically damaged, resulting in exposed wiring. There was no patient harm or injury. The evaluation confirmed exposed leads on the humidifier ac pigtail cord with no thermal damage found. The damage was likely due to customer abuse, mishandling, involving an impact which the connector was not designed to withstand. The user manual for the heated humidifier device warns the user to "periodically inspect the power cord for signs of wear or damage. Replace if necessary". Based on the information available, the manufacturer concludes no further action is necessary. If further information becomes available, a supplemental report will be filed as appropriate.